Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 117 mg/dl. Customer stated that there was a crack on the pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No battery out limit alarm noted. All the operating currents were within specification. The device passed the self test. No unexpected numbers ramping noted during testing. The unit was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.